Event description:
It was reported that the ventilator's display was blank. The customer was unable to confirm if this issue occurred while the device was in use on a patient or during device start-up. There is no report of patient injury or death associated with this event.

Manufacturer narrative:
The customer replaced the graphic user interface (gui) central processing unit (cpu). Covidien customer support engineer (cse) uploaded the current software revision. Covidien service was only authorized to update the software. (B)(4).